Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that the light emitting diode for diagnosis all illuminated. A field service engineer found the light emitting diode for diagnosis all illuminated and then the fse proceeded to reseat row board cables header at drawer controller. The system functioned as intended after the field service engineer inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not on the bus and displayed a message indicating that maintenance was required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.